Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The condition was not confirmed. However, the motor produced an e6 error, which is consistent with a damaged flex circuit. It was determined that the unit had likely been immersed, causing internal damage to the motor. In addition, the outer hose was dried out, indicative of improper cleaning of the equipment. It is recommended that the staff responsible for cleaning the equipment at the facility review the cleaning and maintenance procedures in the anspach electric systems operating manual, which includes a warning against immersing the equipment.